Event description:
It was reported by the affiliate that (1) fdc18 was used during a laparoscopic cholecystecomy procedure. It was reported that the locking mechanism of the 355ld made the device hard to work. The case was completed with a new device and there was no consequences to the pt.